Manufacturer narrative:
On (B)(4) 2008, field service engineer decontaminated instrument with bleach and ran quality control samples to verify instrument performance. Based on information provided, the root cause is unknown; however, the coulter act 5diff al hematology analyzer generated other cbc (complete blood count) flags to alert operator to further review the sample. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00472.

Event description:
On (B)(6) 2008, customer obtained an erroneous test result. The rdw (red blood cell distribution width) was lower (16.0%) when reported on the coulter act 5diff al hematology analyzer than the result obtained (21.1%) at another laboratory. The result obtained on the coulter act 5diff al hematology analyzer was considered to be erroneous when compared to the results from another laboratory. Erroneous results were reported out. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This event represents event 2 of 2 events reported by this customer. The sample was collected fresh in a 2ml edta tube. Quality control was run before and after event and was within range. Note: edta = ethylenediaminetetraacetic acid.